Event description:
It was reported that a couple days after implant in a high septal position, the lead dislodged and there was loss of capture. The lead was repositioned apically, but dislodged again several days later. The lead was then explanted and replaced. It was noted that when the helix was tested after extraction it took more than the maximum number of turns to deploy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned analyzed, and there were no anomalies found. It was noted that the outer insulation was breached cut, there was blood in the proximal conductor (not obstructed), and there was apparent explant damage. The analyst noted that the lead was returned with the helix stuck on the guide tooth. The helix extension/retraction/length testing could not be performed due to the condition of the returned lead. (B)(4).